Manufacturer narrative:
Correction: please retract 2017865-2023-37217, the device should not have been submitted as a medical device report as the physician does not believe an abbott product and/or product related procedure caused and/or contributed to the infection and there is no evidence of vegetation on the system.

Event description:
Related MFR report number: 2017865-2023-37216. It was reported that a patient presented to the emergency room with shaking chills and vomiting. Blood cultures were performed and revealed an infection. The physician elected to explant the implantable cardioverter defibrillator (ICD) system. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.